Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument failed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer noted the fenestrated bipolar forceps instrument was unable to use the bipolar output. The customer used a spare instrument to resolve the problem and continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information regarding the reported event: it was confirmed that there was no thermal damage. Arcing was not observed.